Event description:
The following has been reported: staff reported to biomed air in line alarm. Pat cleaned cassette holder area, swapped cassettes, tried close lever/push cassette, alarm continued. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (downstream air sensor) (sensor-7) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Multiple attempts were made to duplicate the reported air in line alarm conditions with no success. Infusions were performed at 1000/hr with a standard dual inlet cassette and also at 1000 ml/hr primary and 125 ml/hr secondary using a blood set. No issues were observed. Administration sets were loaded and unloaded following the infusions with no persistent ail alarms. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.